Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube exhibited several gouge marks, with sections of the tube insulation missing. The damaged areas were short in length and not axially aligned with the tube. No other damage was found. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, the damage to the main tube with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during the reprocessing of a da vinci bowel grasper instrument, the shaft was found to be beat up, scratched. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.